Manufacturer narrative:
This report is submitted on august 24, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement (reason unknown). There are plans to replace/re-position the magnet on (B)(6) 2021.

Event description:
Per the clinic, it was reported that the dislodged magnet was removed on (B)(6) 2021 and a new magnet was replaced during the same surgery.